Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed and the machine alarmed. Estimated blood loss was 350 cc's. Pt had no ill effects. Sample is not available.